Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 102 mg/dl. The customer stated that the up button it stopped working and wouldn't respond. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly and no button error alarm noted during testing. However corrosion was noted on the keypad traces. The following cosmetic damage was noted during visual inspection: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, and cracked case near display window corners.